Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? The tissue pad will be returned with the device.

Event description:
It was reported that during a sleeve gastrectomy procedure, the tissue pad fell off the device and into the patient while in use. The tissue pad was retrieved from the patient without any adverse effects and the procedure was completed using a second device of the same product code.

Manufacturer narrative:
(B)(4). Batch # n90a7m. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.